Manufacturer narrative:
Sample information was not available. Qc run on the day of the event was acceptable. (A) the operator ran qc after the erroneous results were obtained, which recovered low on all cartridge chemistries. The customer contacted hotline in 2007 and was assisted by phone to flush out the probes, but the problem continued. The lab supervisor requested service on the next day, and an engineer worked with the laboratory supervisor by phone. (A) the customer was instructed by the engineer to perform additional flushing of the sample probe and the problem was resolved. Based on available information, a partially plugged sample probe may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously low cartridge chemistry results which were generated by the unicel dxc 800 synchron instrument. Initial phenytoin (phy) result was "<2.5 ug/ml". The customer re-tested the original sample on another instrument in their lab and obtained result of 30 ug/ml. Initial magnesium (mg) result was 0.0 mg/dl and 2.1 mg/dl upon repeat on another instrument in the customer's lab. All samples run since the previous qc run were repeated on another instrument in the customer's lab and corrected reports were issued as necessary. The customer is not aware of any patient treatment being withheld or initiated based on erroneously low results.